Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pacemaker generator change out procedure. During the procedure, the physician noticed there was a slight insulation breach in the right ventricular (rv) lead. The physician capped and replaced the rv lead. The patient was stable, and the procedure was successful.